Event description:
The customer reported experiencing intermittent qc failures on the coulter coulter lh 500 hematology analyzer instrument and discrepant cbc results (low wbc, hgb, mch, mchc and high rbc, plt, hct) were noted on patients with operator-defined "h & h check failed" messages. Instrument generated flags were not provided. The discrepant results were not reported out of the laboratory; hence no death, injury or affect to patient treatment, was associated with this event. The customer does not know how many patients were affected. The customer cleaned the blood sampling valve (bsv) to troubleshoot the issue and recovered acceptable control results. However, qc failures and patient h & h check failures subsequently returned. The patient specimens were rerun on the lh750 instrument. Several instrument printouts were provided for (B)(6) 2012 (MDR 1061932-2012-01280) and (B)(6) 2012 (MDR 1061932-2012-01281); however, only printouts for two patients contained identification for comparison to the lh750 instrument. Refer to the attached patient data. This MDR covers the event on (B)(6) 2012. Review of the data indicated that the lh750 instrument recovered higher wbc, hgb and calculated mch, mchc; and lower rbc, plt, hct values compared to the initial results obtained on the lh500 instrument. Control data was provided for (B)(6). Review indicated the following for the control data provided: controls results were within acceptable range on (B)(6) for abnormal I. Wbc, hgb, and red cell indices recovered low, out of range, while rbc, plt, hct recovered high, out of range for abnormal I control level on (B)(6) on the initial run. Upon rerun, values were within range. Abnormal ii level was acceptable. Controls results were within acceptable range on (B)(6) for abnormal I and abnormal ii. The controls were repeated several times on (B)(6) 2012 and exhibited similar out of control values (low wbc, hgb, and indices; high rbc, plt, calculated hct) on abnormal ii. Control results on (B)(6) 2012 were out of range (low hgb and indices and high rbc) on initial run, but within acceptable range on a subsequent run. On (B)(4) 2012 a field service engineer (fse) found dilutions related to cbc results. The fse he found pv23 had the tubing fall out of the pinch valve causing erratic aspiration issues. The fse replaced tubing through pv23, also through pv2 and 3. Although customer cleaned the blood sampling valve (bsv), it was not cleaned very well. The fse performed the followings: bsv and bsv shaft. Cleaned and bleached both rbc and wbc apertures. Performed a rough calibration to get customer back up and running. Verification passed. Secondary mode cal factors also required adjustment. The fse recommended the customer to perform s-cal.

Manufacturer narrative:
The root cause for this event is attributed to tubing at pv 23, pv2, pv3 and adjustments made during instrument servicing for this event. Pv23 in normal state opens aspiration path from primary-mode aspiration pump, pm4, to vent chamber vc4. Pv23 in operated state opens aspiration path from pm4 to needle. Pv24 in normal state opens vacuum path to pm4. Pv24 in operated state opens path for 30 psi pressure to pm4. This MDR is associated with MDR 1061932-2012-01281.